Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate.

Manufacturer narrative:
Correction: "type of reportable event" answered incorrectly as "death." Answer should have been "serious injury". The error has been corrected in this follow up.